Event description:
It was reported that an ilet user experienced post-breakfast hyperglycemia, with a blood glucose of 324 mg/dl after announcing a typical breakfast that included a hot dog roll, egg whites, rice cereal, and two small chocolate donuts, and the user noted this rise occurs consistently before later normalization, suggesting a mismatch between meal announcements and actual carbohydrate intake. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included case review and user coaching on meal announcements and insulin dosing behavior. Investigation of this case revealed a suspected incorrect meal size announcement relative to carbohydrate intake, without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error involving meal announcement accuracy.